Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of stomachache and peritonitis in a patient coincident with extraneal, physioneal 2.5%, and physioneal 4.25% therapies for end stage renal disease (esrd) and continuous ambulatory peritoneal dialysis (capd). Extraneal and physioneal therapies were ongoing. During a call with baxter (B)(4) technical services, the following was reported. On (B)(6) 2012, the patient had a stomachache after eating a spicy chicken. On (B)(6) 2012, the patient experienced peritonitis manifest by cloudy peritoneal drain. Treatment for the peritonitis included cefazoline and tazime. The patient was recovering from the peritonitis. The outcome for the stomachache was not reported. An opinion of causality was not reported for the event of the stomachache. Per the consumer, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). On (B)(6) 2012, the patient stopped treatment with antibiotics (cefazoline and tazime). On (B)(6) 2012, the patient recovered from the peritonitis. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.